Event description:
Customer states "dr. Claims shearing of catheters upon removal from scope. Stylet protruding from round tip catheter, making it dangerous for the patient, rep suggested he use a wire guide instead of a stylet to insure patient safety, which he has declined to do. He also claims to get sprayed in the face from catheters. These complaints are with multiple catheters. Rep has asked both doctor and nurse to save catheters and send with warranty claim information. The nurse who scrubs with him believes these are user issues."

Manufacturer narrative:
Due to the product not being returned, a proper evaluation could not be completed; however, indications from the attending nurse indicates user issues.